Event description:
It was reported that during a coronary procedure to treat the patient's left main artery; the guide wire tip unwound (unraveled). The guide wire tip had to be retrieved from the patient's anatomy with the use of a snare device. The guide wire tip was successfully removed from the patient. The patient's left main was successfully treated with an unknown drug eluting stent. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.